Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, matrix drawers and mini trays failed when medications were requested. They opened briefly and then immediately failed. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a loss of communication due to a failed network connection and compounded by worn mini drawer control module cabling that caused intermittent drawer failures. A field service engineer (fse) found that the network adapter status showed a red "x," indicating no network signal. The network cable was moved to an alternate wall jack, and communication with the es server was successfully restored. The fse investigated reports of intermittent mini drawer failures. Review of the remote support service (rss) dashboard event messages revealed random failures affecting both mini and matrix drawers over the prior two weeks. All drawer controllers and cable connections were inspected, and two mini control modules with excessive cable wear were identified and replaced (modules 9 and 10). The communication cube and docking board were replaced due to their central role in drawer system communication. All drawers were tested and verified operational. Additionally, the fse identified a barcode scanner cable with damaged sheathing, which was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.